Event description:
After insertion into the patient, the images from the ivus catheter were coarse and echogenic. The vessel lumen and wall were not perceptible. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ivus catheter, ivus catheter (per site reporter) mfg notified by site.